Event description:
On (B)(6)-2010 a representative from olympus and the user facility called stating that their endoscope reprocessors (2 aer's ) may have been contaminated with (B)(6) disease. The scope was reprocessed on (B)(6)-2010.

Manufacturer narrative:
On (B)(4)-2010, a representative from olympus and (B)(6) hospital contacted (B)(4) technical service department, they reported possible contamination with (B)(6) with two endoscope reprocessors. The (B)(4) technical service manager recommended the facility stop using both machines until the tests are confirmed. Several attempts were made for the test results, no test results received from the user facility as of (B)(4)-2010 exposure of cjd to the aer's, the machine functioned as intended.